Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed the system was not booting up. After reviewing the log file, fse found there is a malfunction on grabber cards. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse replaced the host pc, flex vision pc and hard disk. After the replacement of host pc, flex vision pc and hard disk, the system was returned to use in good working order. The defective part host pc was returned for analysis, and the results could not identify the failure. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and determined the device¿s flexvision computer (pc) failed and needed to be replaced. After replacing the flexvision pc, the host pc and the hard disk, the device was returned to expected functionality.